Event description:
Caller states that they tested 237mg/dl and ten minutes later 137 mg/dl on the same device. He reports that five more minutes later he tested 377mg/dl. No adverse event reported, customer took medications as normal. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.